Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report #3005099803-2013-00201 addresses the ultratome, while manufacturer report #3005099803-2013-00696 addresses the active cord. It was reported to boston scientific corporation that an ultratome and an active cord was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the physician attempted to cut the papilla; however the tome could not cut the tissue. It was reported that the ultratome and the active cod failed to conduct electricity. The ultatome and the active cord were removed and another ultratome and active cord was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the upn or lot number. Therefore, the manufacture date is unknown. (B)(4) for the reported event of active cord not producing energy. The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report #3005099803-2013-00201 addresses the ultratome, while manufacturer report #3005099803-2013-00696 addresses the active cord. It was reported to boston scientific corporation that an ultratome and an active cord was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2013. According to the complainant, during the procedure, the physician attempted to cut the papilla; however the tome could not cut the tissue. It was reported that the ultratome and the active cod failed to conduct electricity. The ultratome and the active cord were removed and another ultratome and active cord was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Additional information received from the complainant on (B)(6) 2013 states that there was no issue with a bsc active cord. Therefore; as there was no reported malfunction, this will no longer be considered a reportable event.